Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter displayed inaccurately low results when tested with control solution (cs). The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter was reading inaccurately low at 2pm on (B)(6) 2016 when the patient obtained a cs result of "43 mg/dl" the patient manages his diabetes with a combination of medications, including actos and metformin tablets. It is unclear what action, if any, he took after obtaining the alleged result. The reporter claimed that 2-3 hours after the alleged issue occurred, the patient developed symptoms of "shaky [and] sweating". The reporter indicated that at 5pm on (B)(6) 2016, the patient consumed more food/drink. During troubleshooting, it was established that the patient's meter was set to the correct unit of measure and the patient's test strips and control solution had been stored correctly and were within expiry date. However, the reporter described the incorrect testing procedure; she did not discharge 1 full drop and wipe off the tip of the control solution. The reporter did not have test strips or control solution available to walk through a retest or to compare results to the test strip vial. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged cs issue began.